Event description:
On (B)(6) 2020 we tested a staff member with the bd veritor covid machine, staff member results showed positive. Staff member was retested with the abbott binaxnow covid ag card, results were negative. On (B)(6) 2020 we tested a staff member with bd veritor, results were positive initially. We took the same specimen device out of the machine, we reentered the same device into the machine and the results were negative. We at that time tested staff with the abbott binaxnow, results were negative. We then conducted another test with the bd veritor. The results were negative. FDA safety report ID# (B)(4).